Event description:
The pt's husband called in stating that in the past month his wife has experienced high blood glucose levels (33-35 mmol/l) and low blood glucose levels (meter reading <1 mmol/l). An ambulance has been called on a few occasions and the husband stated that he had to take her to the hosp on another occasion. It was also reported by the husband that he had to give his wife a glucagon injection after he noticed that she was in a diabetic coma. After administering the injection he called the ambulance who also administered a glucagon injection. The pt's blood glucose did elevate to a level where the ambulance left and did not have to admit her to the hosp. The husband believes that his wife's blood glucose issues has been caused by a leaky adapter. He stated that he could smell insulin around the adpater after his wife would give herself a bolus to help bring her blood glucose down when it was elevated. The product is being returned for eval.